Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed to support a patient with cardiac history. The impella cp pump was placed femorally despite knowledge that the leg was edematous, necrotic and infected. The team attempted to place distal bilateral infusion to the leg with antegrade sheaths. Care escalation to the impella 5.5 pump and extracorporeal membrane oxygenation (ecpella) were discussed, along with limb amputation possibility, but rather the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.